Manufacturer narrative:
Concomitant medical products: dtmb1d1 crtd, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was over-sensing and under-sensing noted on the right atrial (ra) lead. The ra lead remains in use. No patient complications have been reported as a result of this event.